Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was ¿making very loud noises¿. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the motor was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.